Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose 590 mg/dl vomiting and tiredness and trace ketones. Customer made changes to basal rates and bolus settings and the basal totals do not match. Customer support attributed the hyperglycemia to training/misuse issues and referred the patient for diabetes management training. Patient was treated in hospital and has resumed pump use.